Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.

Event description:
It was reported during initial implant the atrial lead could not implanted due to the patient anatomy. The lead was not used, and a single chamber defibrillator system was implanted. There were no patient complications reported as a result of this event.